Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the seal of the trocar is weaker than the seal of the cannula. The seal of the trocar was damaged when inserting a device. The patient was not injured.